Event description:
In 2009, customer observed a 1+ reaction with the homozygous c cell during the antibody screen (lot not available). Customer then tested the sample against vra126. No reactivity was noted with cells 1 and 2. Both donors are c+c-. All other c+ donors reacted 1+. Customer tested sample against vra127. A 1+ reactivity noted with all c+ donors. Customer states that the reagents are stored according to package insert instructions. Reagents have normal appearance. Daily qc was acceptable. No extended incubation performed. Customer incubated all testing for 15 min at 37 degrees. No erroneous results reported. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) was not able to perform retained testing due to receipt of complaint beyond the expiration date of the product.